Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a chronic totally occluded, moderately calcified, 100% stenosed, de novo lesion in the mid posterior tibial artery. The winn 80 guide wire was advanced with the support of a non-abbott balloon dilatation catheter and was subintimally positioned. The guide wire had been minimally torqued and the distal 2 cm of the guide wire tip separated. The proximal end of the guide wire was removed from the anatomy. The separated tip remained stuck to the tip of the balloon. A new guide wire was advanced for treatment; however, upon introduction of the new guide wire into the balloon catheter, the separated tip became detached from the balloon and remained in the patient. No attempts were made to retrieve the separated tip. Treatment continued with the use of the new guide wire. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.